Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that they had an issue of tubing breaking on a specific lot number.

Event description:
No additional info.

Manufacturer narrative:
One photo was taken by the customer that verified the separation. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the most potential root cause it related to the lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. Reported lot was manufactured on mar 05th, 2025, actions were implemented for a similar condition reported. The following actions were defined: ¿ an accessory is to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Implemented on (B)(6) 2025.